Manufacturer narrative:
Footboard.

Event description:
It was reported by service report that there was a compatibility error on the footboard. There was pt involvement, however, it is unk if there was any adverse consequence.